Event description:
It was reported that the ilet displayed ¿connect cgm or enter bg¿ after the user¿s dexcom g7 sensor disconnected from the ilet at day eight of wear, and the user also experienced difficulty exiting a graph screen due to unresponsive touchscreen behavior that resolved after a brief troubleshooting step. Symptoms included temporary loss of cgm data availability and transient user interface unresponsiveness. Outcomes included interruption of automated glucose control requiring manual intervention and subsequent re-pairing guidance. Investigation included customer service troubleshooting with instructions to reconnect the cgm and to allow time for re-pairing, and a hard reset prompt by placing the ilet on the charger. Investigation of this case revealed that the cgm-to-pump communication was intermittently lost and that the touchscreen function recovered without hardware replacement. It was concluded that the event was attributable to transient cgm communication disruption and transient device interface unresponsiveness, with restoration after user-guided troubleshooting.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.